Event description:
It was reported that resistance was experienced during the fill process. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the issue resolved and the customer successfully filled the cartridge.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.